Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('aub (interpreted as abnormal uterine bleeding)') and pelvic abscess ('pelvic abscess at site of the previous location of the uterus') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included uterine bleeding, cervical intraepithelial neoplasia I, abdominal pain, sigmoiditis and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria hospitalization and medically significant). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage and pelvic abscess outcome was unknown. The reporter considered pelvic abscess and uterine haemorrhage to be related to essure. The reporter commented: hospital course: patient admitted for IV antibiotics. Admit date: (B)(6) 2017 discharge date: (B)(6) 2017. Admission & discharge diagnosis: sigmoid colitis, pelvic abscess. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: mr received: previously reported event 'medical device removal' was replaced by ' abnormal uterine bleeding'. Removal date, medical history, patient's date of birth, patients aka name, reporter information was added. New event added- pelvic abscess. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.